Event description:
Related manufacturer reference number 1627487-2019-06580.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-06580. It was reported that the patient was not experiencing adequate therapy with the paddle lead. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the physician implanted two octrode leads, and explanted and replaced the ipg. Therapy was restored post-operatively.